Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted into the patient on (B)(6), 2009. According to the complainant, the patient experienced recurrence of prolapse, urinary problems, infections and worsening incontinence. All other information, including the patient's current condition, is unknown and reportedly unavailable.